Event description:
It was reported that the patient presented to the clinic with non-symptomatic ventricular tachycardia (vt) captured by the device di agnostics. The physician conducted a vt study and determined that the vt circuit was very close to the right ventricular lead tip. The physician repositioned the lead. Several days later the device and lead were explanted and upgraded to an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.